Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was undergoing a procedure for their spinal cord stimulator battery replacement (see regulatory report 3004209178-2018-10622 regarding reason for replacement). It was reported that the new generator was implanted and the connectivity was checked once the leads were inserted/advanced into the ins device, but it was reported that only three out of the 8 contacts showed green/good connectivity. The surgeon tried three to four times to reinsert the leads into the ins and each time the connectivity showed red/not connected. The impedances were tested multiple times and only four contacts were within normal limits. There were no known external factors or patient incidents that may have led to the issue. The patient stated that the stimulation was working before the overdischarge (see reg report 3004209178-2018-10622). It was reported that the impedances were tested prior to the procedure, but the battery was in an overdischarged status and they were not able to interrogate the battery. The rep tested the connectivity during the procedure and was not able to get green connectivity. The rep asked the surgeon to retry inserting the leads into the new ins and still could not get could connectivity. They wiped down the leads and tried again with the same results. They wet the lead and dried it off and tried it again and had the same results. They retried to insert and then tighten it and once again got the same results. They tested the impedances and only four contacts were within normal range. The surgeon opted to leave the implanted lead alone and implant the new ins and reprogram using the contacts within range. They stated that if the patient complained of not being able to get the same pain relief the physician would consider replacing the lead. The issue was not resolved at the time of the report. It was asked but was unknown if surgical intervention was planned and to follow-up with the healthcare provider for further information. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. Reference regulatory report # 3004209178-2018-10622.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient did not experience any symptoms related to their connectivity/impedance issue. It was indicated that no further actions were taken at this time to resolve the connectivity/impedance issue and the patient was doing well at this time. It was indicated that the patient was receiving adequate stimulation. It was unknown if the issue was resolved. No further complications were reported/anticipated.